Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that the administration set was leaking at the filter. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information about the event and the patient, however, the only information that was available was that the patient had received replacements and was doing well after the event. (B)(4).